Manufacturer narrative:
The peritonitis occurred on an unspecified date at ¿end of (B)(6)¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient presented to the hospital with an acute stomachache (manifestation) and was diagnosed with peritonitis. The patient received peritoneal lavage (once, daily) at the hospital (for three days); however, the patient was not admitted to the hospital. Subsequently the patient was treated with unspecified antibiotics for the event. The patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.